Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Correction to h6 patient codes and h6 device codes.

Event description:
It was reported that one cylinder of this inflatable penile prosthesis was deactivated due to deflation issues. The device was later explanted and replaced with a tactra as the patient was uncomfortable using the pump. No further patient complications were reported.

Event description:
It was reported that one cylinder of this inflatable penile prosthesis was deactivated due to deflation issues. The device was later explanted and replaced with a tactra as the patient was uncomfortable using the pump. No further patient complications were reported.